Event description:
Discordant calcium and carbon dioxide results were obtained on a dimension vista 1500 instrument for two patients. The results were not reported to the physician(s). The customer repeated the same samples on an alternate system and the repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium and carbon dioxide results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause of the discordant calcium and carbon dioxide results was unknown. The fse verified the instrument drain probes and inspected the aliquot plates to determine the sample quality. The instrument is performing within specifications. Further evaluation of the device is not required.